Manufacturer narrative:
Zipper damage. Eval: results: eval shows that the large window a zipper slider body is open. There is other damage to the canopy that is not relevant to this complaint.

Event description:
The customer reported that the canopy has a zipper that is damaged but couldn't specify what panel. There was no pt injury reported.